Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was unconfirmed. Based on the results of the investigation, since the intermittent blackout image failure was unconfirmed during evaluation, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use the colonovideoscope had an intermittent blackout image. There were no reports of patient involvement.